Manufacturer narrative:
The product has been received for analysis. A supplemental report will be issued upon its completion. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this device was exhibiting premature battery depletion. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. Subsequently, this device was later explanted and replaced. No additional adverse patient effects were reported. This device has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.